Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'not registering upstream occlusion alarms' which was reproduced during service. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not register upstream occlusion alarms. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.